Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), ubd: (B)(6) 2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine via an implanted pump. It was reported that the patient¿s pump had flipped. The physician was unsure if the patient was manipulating the pump. The tip of the catheter was still in place at the bottom of t9, but the pump segment was a bit tangled, so it was removed and replaced. During the process, the collet was dropped on the floor, so they used a collet from an anchor tool kit to complete the procedure. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.